Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op, the set screw on the right side backed out, and the set screw on the left side loosened. As to the looseness of the set screw on the left side, it was found that the set screw had loosened at the time of checking during the operation. Hence on (B)(6) 2020, revision surgery performed in which both the set screws were removed and were placed again. On the right side, rod bending was performed additionally because the rod had been unstable to the extent that the rod was on the same level as the screw head. There was no delay in overall procedure time. It was observed after operation through product image that both screws were deformed and burred at the tips, rubbed at the threads, and second screw had scratches and deposits on the threads. Both had no major scratches on the thread. Patient complications are unknown at this time.

Manufacturer narrative:
Product analysis results: visual and optical inspection did not reveal any damage to the female torx head or the threads of the set screw. Functional check with a sample bone screw confirmed the set screw was able to thread into the head of the screw without any issue. No signs of off axis/ uneven wear on the bottom surface from the seating of the rod . The screw appears to function as intended. No fault found if information is provided in the future, a supplemental report will be issued.